Manufacturer narrative:
Pump passed displacement test, operating currents, selftest and off no power. Unit was monitored and no blank display and no constant tone during testing. Unit inspected and the battery tube connector plugged in properly. Unit received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 93 mg/dl. Assisted customer with troubleshoot for blank display. Customer states the display did not return. Assisted customer in performing a self-test. The customer also stated that the insulin pump was beeping and got damaged at screen. The insulin pump will be returned for analysis.